Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the device at an off-label location, device migration, and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. Additionally, the device was not implanted too close to the target nerve. However, the commercial team member stated that the patient has poor body habitus and their body has trouble healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lots; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has poor body habitus and their body has trouble healing. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported a wound due to the skin not being able to close. An explant procedure was performed on (B)(6) 2024 where both stimulators were removed. No further information is available at this time.